Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The lot number 20180913 is invalid; it seems a date. Please provide a valid lot number and/ product code/name/type? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify. How was the infection diagnosed? Were cultures performed? Results? Was the suture removal performed in the re-operation procedure? If yes, when? Was the wound re-sutured? If yes, when? What was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (pain, erythema, inflammation, and infection)? What is the patient¿s current status? Were the pain, erythema, inflammation, and infection resolved? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent left inguinal incarcerated hernia repair on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced erythema, inflammation and pain on the wound. The doctor removed the suture and irrigated of wound with hydrogen peroxide solution and performed antibiotic infusion to control infection. Additional information has been requested.